Event description:
The doctor reported that the implant was removed due to loss of osseointegration approximately a month after the initial implant placement. Bone quality around the area was type 2, and oral hygiene around the implant was good. During the surgery, there were local infection and bone resorption observed. Patient will later need another surgical intervention.